Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was tested with a water fill test reservoir. Several bolus were programmed and delivered. Units left on status screen matches units left at test reservoir. The low reservoir alarm feature working properly. The insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with the insulin pump. Customer's blood glucose level was 101 mg/dl. Customer advised the reservoir and infusion set was changed out but 120-130 units of insulin were delivered in a very short period of time. Customer advised they were sweating and the device showed little insulin but showed two bars.